Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. The medtronic device was never attempted in the patient because of a pre-implant perforation that occurred from a non-medtronic wire which the patient subsequently died from. There is no evidence to suggest the medtronic device caused or contributed to a reportable death, serious injury or malfunction. Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a transcatheter aortic valve was incorrectly registered as implanted and a device identification card was provided. However, the valve was opened but not used due to the patient dying before the valve could be implanted. The registration information was corrected. Additional information was received that the implant procedure was aborted before the delivery catheter system (dcs) was introduced into the body as the patient started crashing before the valve could be implanted due to a perforation caused by a non-medtronic wire. The patient died the following day due to complications from the wire perforation. Per the physician, the valve nor dcs contributed to the patient's death.

Event description:
It was reported that a transcatheter aortic valve was incorrectly registered as implanted and a device identification card was provided. However, the valve was opened but not used due to the patient dying before the valve could be implanted. The registration information was corrected.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.